Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Received voicemail from spouse of consumer stating: "pen needles are defective" stated, in the voicemail, the insulin is not coming out. Stated, her husband is using, 2nd gen pen needles. Returned call. Same person that left the voicemail answered the phone but said, she did not leave a voicemail regarding a complaint. No additional follow up for this complaint. (B)(6).